Event description:
Device analysis was performed on the returned damaged electrode that was not heating. The complaint of the electrode not reaching correct temperature was not confirmed. The electrode shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.

Manufacturer narrative:
Aware date should have been (B)(6) 2018.

Event description:
Device analysis was performed on the returned damaged electrode that was not heating. The complaint of the electrode not reaching correct temperature was not confirmed. The electrode shaft was separated from the hub and not returned for analysis. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.